Event description:
Clinic notes regarding this vns patient were received on 9/23/2012. Notes were mostly illegible. Notes dated (B)(6) 2012 indicated that the patient may have two seizures per months. An illegible event occurred almost every day. It was illegibly documented that the patient's last seizure was (B)(6) 2012. Settings were provided. Notes dated (B)(6) 2011 indicated that the patient was admitted to an illegible location or facility with a diagnosis of headaches. Notes dated (B)(6) 2011 indicated that the patient's seizures were not well-controlled. Settings from this appointment were provided. It was also noted that the patient suffers from general convulsive and complex partial seizures, and ataxia. It appears that the patient's settings were adjusted. Notes dated (B)(6) 2011 indicated that the patient's last seizures was four months ago. Settings were provided.

Event description:
On (B)(6) 2012, it was reported that this vns patient's explanted device was unavailable. The explanting facility did not know where it was. Attempts for additional information showed that the patient had moved physicians, and no information regarding the patient was available. A battery life calculation on (B)(6) 2012, showed 0.53 years remaining.

Event description:
On (B)(6) 2012, confirmation was received that this vns patient underwent prophylactic generator revision. An implant card received on (B)(6) 2012, indicated that the impedance was 'ok.' Product return attempts are underway,

Manufacturer narrative:
Analysis of programming history.